Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the event occurred due to the damage of image sensor unit or breakage of the mounting components of the electric board due to use stress, external factors, or handling. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿confirm that the 3d endoscopic image is displayed normally in wli and nbi observation. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Wear the 3d glasses supplied with the 3d monitor. 3. Observe the palm of your hand in the wli and nbi endoscopic images. 4. Confirm that light is output from the endoscope¿s distal end. 5. Adjust the brightness level as appropriate. 6. Take off the 3d glasses and confirm that the right-eye and left-eye images are displayed the same. 7. Wear the 3d glasses again. 8. Close the right-eye and left-eye alternately while observing the 3d endoscopic image to confirm that no difference of color and brightness between the right-eye and left-eye images is observed. 9. Touch the target object using an endo therapy accessory while observing the 3d endoscopic image to confirm that a sense of depth is normal. 10. Confirm that the 3d endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 11. Turn the angulation control levers slowly in each direction until it stops. 12. Confirm that the 3d endoscopic image does not momentarily disappear or display any other irregularities during wli and nbi observation.¿ olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, during a procedure, the endoeye flex 3d deflectable videoscope 3d (three dimensional) images were not displayed. The unspecified therapeutic procedure was completed without delay, using a replacement device. There was no report of user or patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was not confirmed. The device evaluation found, due to damage on charge coupled device unit, b30 (scope communication) error occurred. The bending section cover had a scratch. The adhesive on bending section cover had a chip. Due to wear of angle wire, bending angle in up direction did not meet the standard value. The light guide connector had a scratch. The video connector had a scratch. The video connector case had a scratch. The video connector (slave side) had a scratch. The protector of the video cable section had a scratch. The light guide cover glass had a scratch. The protector of the video cable section had a scratch. The switch button 1 had a scratch. The right/left plate had a scratch. The up/down plate had a scratch. The grip had a scratch. The control unit had a scratch. The universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Establishment name: (B)(6).